Manufacturer narrative:
The initial reporter's phone number: (B)(6) the reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Primed to fill during decon. Circulation pump was serviced during the pm process. Installed test mixing pump to cool. No leaking observed from fdl valves. Tanks seals lifting from tank. Pm performed. Mixing pump was serviced during the pm process. Serviced circulation pump. Replaced heater, both manifold o rings, replacing the drain valves, and replacement of the double bend tube and the chiller evaporator outlet tube, tank seals. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device struggles to fill and possibly has bad fluid delivery line valves. Per sample evaluation results on 19feb2026, installed test mixing pump to cool. Bad fluid delivery line valves. Tanks seals lifting from tank.